Event description:
It was reported that pen needle 31gx5mm 7 pack was blocked. The following information was provided by the initial reporter: the customer gave the feedback that the needle was blocked and no liquid came out during the injection. It was used for one-time use and injected normally and replaced other needles. Customer bought the pen needle from the store near primary school.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/1/2021. H6 investigation: the style, color and mold number of the shield and hub of this product manufactured in bd suzhou are obviously different from the products provided by the customer. The complaint sample is not the product produced by bd suzhou.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 7 pack was blocked. The following information was provided by the initial reporter: the customer gave the feedback that the needle was blocked and no liquid came out during the injection. It was used for one-time use and injected normally and replaced other needles. Customer bought the pen needle from the store near primary school.